Event description:
A medtronic representative reported that, during a spinal fusion procedure, the software became unresponsive. The site took five spins and while navigating on the fourth spin, the system stopped navigating. The site did a soft reboot to the system and upon reboot entered back into the surgeon's profile. The surgeon completed the procedure with the use of the navigation system after a 10 minute delay. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. Analysis of the system logs confirmed the reported event. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient age not available from the site. A medtronic representative performed a navigation system check-out, and was unable to replicate the issue. Site reloaded the spine2.0.1 software and tools in addition to removing and readding the surgeon profile. The medtronic representative also instructed site staff not open o-arm on the last spin until the image has transferred to navigation system.